Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced a pericardial effusion that caused a myocardial tamponade. A pericardiocentesis was performed and a pericardia drain was placed. The physician suspects that the perforation occurred when the pacing catheter was placed in the right ventricle. The voluntary incident report did not include customer contact information, patient information, patient outcome, or detailed product information related to the reported event.